Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device is not available for investigation. Moreover, a specific cause for the reported ischemic stroke and elevated ldh level as well as a direct correlation with the device could not be determined through this evaluation. Three system controller log files were submitted for review. The pump appeared to be operating normally with overall stable pump parameters throughout the log file data. The submitted log file data appeared to show the system operating as intended and did not show any elevations in pump power or other parameter trends consistent with potential pump thrombosis. The heartmate ii lvas IFU lists device thrombosis, peripheral thromboembolic event, stroke, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device:1 year and 6 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to suspected thrombosis of pump. Patient had an acute ischemic stroke on (B)(6) 2018 and underwent successful thrombectomy. Inr goal range increased to 2.5-3. Patient was on aspirin 325 mg. Patient had an elevated lactate dehydrogenase (ldh) which was 1064 u/l on (B)(6) 2018. Ldh has been trending downward from over 1000 u/l on (B)(6) 2018 to 672 u/l on (B)(6) 2018. Ldh trended down without any treatment. Patient underwent echocardiogram which was normal. The manufacturer's technical service representative reviewed the log file and found no unusual events within the log file. The device was operating as expected. No further information was provided.